Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms and elevated thresholds. It was revealed that the lead had sustained damage due to subclavian crush. Therefore, a lead revision was performed at which time the helix broke off the lead and remains in the patient. The remaining portion of the lead was explanted. A new lead was implanted without further incident.